Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: hospital informed me they have got a corail broach which got a damage trunnion and also the calcar reamer that was used to ream the calcar should be replaced. The calcar is not sharp, therefore probably the surgeon put extra effort and damaged both of the instruments. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the post was bent. Additionally, the surface showed minor nicks. This condition can be attributed to a combination of heavy use and unintended impaction forces applied while the device was not fully seated on its mating component. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of broach corail amt 12 would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "hospital informed me they have got a corail broach which got a damage trunnion and also the calcar reamer that was used to ream the calcar should be replaced. The calcar is not sharp, therefore probably the surgeon put extra effort and damaged both of the instruments." The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that 'l20412, broach corail amt 12' has scratched and it has been deformed too. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended use error. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the broach corail amt 12 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended user error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "hospital informed me they have got a corail broach which got a damage trunnion and also the calcar reamer that was used to ream the calcar should be replaced. The calcar is not sharp, therefore probably the surgeon put extra effort and damaged both of the instruments." The product was not returned to depuy synthes; however, photos were provided for review. See attachment ¿(B)(4)'. The photo investigation revealed that 'l20412, broach corail amt 12' has scratched and it has been deformed too. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended use error. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the broach corail amt 12 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended user error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the corail broach has a damage trunnion and also the calcar reamer that was used to ream the calcar should be replaced. The calcar is not sharp, therefore probably the surgeon put extra effort and damaged both of the instruments. No patient harm no delays instruments are not broken into smaller pieces.